Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. Ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint; it was noted the unit lost the ability to mechanical ventilation. The control board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed "calibration required'. There is no report of patient involvement.